Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device would continuously try to pressurize. The piston migration was at 3.0 inches. The device appeared to be out of oil. The device failed the weight test. The reported complaint of "cannot be fixed" was confirmed and the root cause has been associated with a seal failure. The reported failure of "weird noise" was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the arms of the spider two (2) can not be fixed and a weird noise was generated from the motor. No case reported. Therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.